Event description:
(B)(4) has received a complaint from one of their dealers about an incident involving a shower chair and commode, allegedly distributed by (B)(4). It is reported that the end user was sitting on the chair being pushed by her daughter into the shower. The front of the chair hit the lip of the shower and one of the wheels came off causing the end user's leg to hit on the shower floor. At the next preschedule doctor's appointment, it was found that the end user had two cracked vertebrae. This MDR report is based on the customer complaint.

Manufacturer narrative:
Since the reported device was not returned to fort, we are not able to evaluate it.